Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was evaluated following the reported event of an unknown alarm coming from the mobile power unit (mpu). A review of the submitted controller event log file spanned approximately 5 days (21jul2024 ¿ 25jul2024 per time stamp). The silence alarm button was observed to be pressed several times on 25jul2024 from 01:51:09 to 02:23:43; however, there were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (14jul2024 ¿ 25jul2024 per time stamp). The backup battery usage did not increase in the log, indicating that there was no loss of power recorded. There were no notable alarms active in the log file. The provided information stated that the patient heard beeping from the mpu which was not reproduced in the clinic. They mentioned that the power went out, but they never got a no external power alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported hearing an audible beep from their mobile power unit (mpu) which couldn't be reproduced in clinic. It was also stated by the patient that that power went out and they never got a no external power alarm when using the mpu. Log file review was requested, and the periodic log file data indicated that the emergency backup battery (bb) had not been used during its history from (B)(6) 2024. A bb use count increment would be expected if there was a no external power event. The event log file recorded no unusual events.